Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Photo analysis: visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device was explanted.